Event description:
Journal reference: umemura a, toyoda t, yamamoto k, oka y, ishil f, yamada k. Apraxia of eyelid opening after subthalamic deep brain stimulation may be caused by reduction of levodopa. Parkinsonism relat disord. 2008;14(8):655-657. Apraxia of eyelid opening (alo) is an infrequent side effect of deep brain stimulation (dbs) of the subthalamic nucleus (stn) for parkinson's disease (pd). However, the pathogenesis of alo after stn dbs is not well understood. We report on two pts who suffered from disabling alo after bilateral stn dbs. Their alo improved by resuming the levodopa medication that had been discontinued after the surgery. Although alo after stn dbs is considered as an adverse effect of stn stimulation, postoperative modification of dopaminergic medication may be a cause of alo after stn dbs. Reportable event: a female with a 19-year history of pd underwent bilateral stn dbs for her motor fluctuations. Postoperatively, her motor symptoms were improved and daily medication was reduced. A month after surgery, the updrs iii motor score was 21. However, she showed symptoms of alo and became disabled at that time. She could open her eyes easily by lightly touching her cheeks under her eyes, which is considered a kind of sensory trick. At first, her alo was successfully treated with pretarsal injection of botulinum toxin (five injection sites of 2.5 units each bilaterally). However, the effect of botulinum toxin wore off 4 months later and disabling alo appeared again. At that point, levodopa was resumed based on our previous experience. She was administered 200 mg levodopa. Her alo dramatically improved in a few weeks.